Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b, the control swab was not labeled. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges labeling issue when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4220863. The customer reported that 1 of the control swabs in the kit is not labeled. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample review were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No return samples were received; therefore, return sample analysis could not be performed. The returned photos showed the kit label and the front and back of the control swab pouches, and the label on the flu b positive control swab pouch was missing. The reported issue was confirmed. The root cause is unknown. A trend analysis for labeling / packaging issue was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b, the control swab was not labeled. There were no health impact or consequences reported. Eua # (B)(4).